Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred, discoloration of dialysate, and the pt's urine was red. The machine alarmed blood leak. The leak was not visually observed in the dialysate and blood strips were negative. There was no blood loss. Medical intervention was required as they hemodiluted with one liter of normal saline hourly during treatment. The pt completed treatment. The nurse reported that the pt received an "injection" at an outside hospital prior to the treatment. The pt's urine was red and the hemoglobin was stable. The physician suspected the discoloration of the dialysate was from the medicine received at the outside hospital, leading to "false blood leak alarm." The name of the "injection" and medicine was unk. The nurse stated she did not know the cause for the pt to go to the hospital and has no info to this regards. The sample is not available for the MFR's evaluation.